Manufacturer narrative:
Initial 2 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced three infusion sets tubing leakage events at site on (B)(6) 2026. The infusion sets were used for six to twelve hours for all events. Blood glucose level was 553 mg/dl at the time of the event and patient took correction injection via multiple daily injection (mdi). Patient replaced infusion set and resumed insulin deliveries successfully.